Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 5 infusion sets tubing occlusion events on (B)(6) 2024 .the infusion set has been used for 1 hour.patient replaced infusion sets and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).